Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the new unused cartridge was damaged and filled with an unknown clear liquid. There was no impact to the customer's blood glucose level. The customer changed the cartridge to resolve the issue.